Event description:
Procedure performed: lavh. Event description: device was used perfectly on wednesday, (B)(6). Bleeding on day 1 post op. Via whatsapp from [surgeon name redacted] on thursday, (B)(6) at 4.09 pm: "the 2nd patient of yesterday does have a post-op bleeding and does have a big haematoma in the small pelvis area. Tomorrow back under anesthesia". "I don't know how it could happen. The value of hemoglobin dropped from 16 to 9 and a haematoma indication on the catscan control". Change in health: to be follow up, today lap inspection to control bleeding. How did user resolve situation: reintervention today, friday, (B)(6), to be followed up, today lap inspection to control the bleeding. Type of intervention: lap surgery inspection to clean the abdominal cavity with suction/irrigation and 1 l extra blood transfusion. Patient status: the 2nd patient of yesterday does have a post-op bleeding and does have a big haematoma in the small pelvis area.

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of intervention.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the post-operative bleeding and hematoma were caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lavh. Event description: device was used perfectly on wednesday, october 13th. Bleeding on day 1 post op. Via whatsapp from [surgeon name redacted] on thursday, october 13th at 4.09 pm: "the 2nd patient of yesterday does have a post-op bleeding and does have a big haematoma in the small pelvis area. Tomorrow back under anestesia". "I don't know how it could happen. The value of hemoglobine dropped from 16 to 9 and a haematoma indication on the catscan control". Change in health: to be follow up, today lap inspection to control bleeding. How did user resolve situation: reintervention today, friday, october 14th, to be followed up, today lap inspection to control the bleeding. Type of intervention: lap surgery inspection to clean the abdominal cavity with suction/irrigation and 1 l extra blood transfusion. Patient status: the 2nd patient of yesterday does have a post-op bleeding and does have a big haematoma in the small pelvis area.